Event description:
During index procedure, the patient had two endeavor sprint over the wire (otw) drug-eluting stent implanted to the mid left circumflex. Approximately 6 months post index procedure, the patient was rehospitalized due to chest pain. The patient was referred for CABG due to in-stent restenosis and atherosclerotic disease. The investigator indicated that the reported event was related to the study device. Approximately 8 months post index, patient death occurred. Cause of death: sudden onset bradyarrythmia associated with apnea. The investigator indicated that the reported death was possibly related to the study device. (Ref MFR # 9612164-2011-01565 and 9612164-2011-01566).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (revascularization).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion/arrhythmia/death).

Event description:
It is reported that approx 6 months post index procedure, the patient was hospitalized due to chest pain and underwent revascularization of the target lesion. It is reported that balloon only pci was carried out.